Manufacturer narrative:
Additional information was received on 17-september-2020. It was unknown if there was any patient involvement regarding the event that occurred on (B)(6) 2020. No patient injury or complications were reported in relation to the event. The event was described as resolved. The following information about the patient was also provided: initials: sm. Gender: male. Date of birth: (B)(6) 2012. Age at the time of the event: 8 years.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer reported problem was confirmed. According to the investigation, the delivery accuracy testing found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is user unknown.

Event description:
Information was received indicating that under infusion occurred to a smiths medical cadd solis vip ambulatory infusion pump. There were no reported adverse effects.